Event description:
Material no: 320122. Batch no: 8348565. It was reported that during use of the bd ultra fine¿ pen needle the pen needle will not attach to insulin pen, consumer stated that the needle does not line up with the pen. The following information was provided by the initial reporter: consumer reported pen needle will not attach to insulin pen, stated that the needle does not line up with the pen. Consumer does not re-use, problem occurred a few days ago.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320122, batch no: 8348565. It was reported that during use of the bd ultra fine¿ pen needle the pen needle will not attach to insulin pen, consumer stated that the needle does not line up with the pen. The following information was provided by the initial reporter: consumer reported pen needle will not attach to insulin pen, stated that the needle does not line up with the pen. Consumer does not re-use, problem occurred a few days ago.